Event description:
During a cataract extraction procedure, the pt suffered a corneal burn during the phacoemulsification portion of the procedure. Several sutures were required resulting in significant astigmatism.

Manufacturer narrative:
The serial number was not provided. The hospital is not returning the handpiece for evaluation, nor has it been taken out of circulation.